Manufacturer narrative:
It was reported that while placing the hub and the blue covering would not advance. The covering separated from the hub. As a result of analysis of returned device, outer sheath was detached and stent was partially deployed. There are curves on the stent loaded part, and deployment was tried without pressure, and, very strong resistance occurred, but it was gradually deployed, resulting in deployment success. In the inner sheath, the notable kinked marks were not observed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment success under the none pressure even though the strong resistance has occurred, the detached outer sheath and curve on the stent loaded part, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which concentrated the force, and strong resistance occurred and the outer sheath was detached in the end, resulting in deployment failure. This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
A (B)(6) year-old female patient. While placing the hub and the blue covering would not advance. The covering separated from the hub. The stent did not exit the delivery system. There was no harm to the patient and this device was removed. Another stent was used to complete the procedure.